Event description:
Pt reported the infusion device will occasionally turn off without providing an a2 low battery or e2 battery depleted error message. Pt also reported the infusion device has high power consumption, and he has experienced hyperglycemia of above 400 mg/dl. The infusion device was replaced and requested for eval. The pt did not require treatment from a health care professional or second party to address the issue. No additional info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.